Event description:
New information received notes that an issue with the rv lead coil was suspected.

Event description:
It was reported that a patient presented with high defibrillation impedance noted on the patient's right ventricular lead. The lead was capped and replaced on (B)(6) 2025. No adverse patient consequences were reported.